Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06880, 2938836-2019-06881. It was reported that noise oversensing was observed on the right ventricular and atrial leads. The system was explanted and replaced. The patient was fine after the procedure.